Event description:
It was reported that a (B)(6) male patient went into cardiac arrest in front of ems. During insertion of the io needle they were not able to remove the stylet out of the needle. First insertion was the right tibia; a second io was inserted into the patients left tibia and infused successfully. There was a 1-2 minute delay with getting the 2nd io set up and inserted. The patient expired. A person qualified to make a medical judgement was consulted and they concluded that the product issue did not cause or contribute to the patient's death.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A visual inspection as well as functional testing could not be performed because the device in question was not returned for evaluation. A review of manufacturing records did not yield any relevant findings. Therefore, the complaint could not be verified or confirmed and a root cause could not be determined with confidence. No further action will be taken.